Event description:
It was reported that the abutment continues to become loose. The doctor has repeatedly changed out screws and re-tightened.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. Zimvie did not receive one (1) iunihg, (certain gold-tite hexed screw) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item/lot number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1246170. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1246170 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are abutment screw is not torqued to specification, inadequate treatment planning, misunderstood or overlooked instructions for use. Therefore, based on the available information, device malfunction could not be verified, and the reported event was non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.